Event description:
Healthcare professional reported left side deflation and "leaking from valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.3., h.6. Device evaluation: visual analysis of the returned device identified: one crack opening, partial delamination of valve, white particles in device inner surface and flat creases. Leak test and microscopic analysis was performed which identified: one crack opening and partial delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Partial delamination of valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.